Event description:
During in-house testing, the unit failed to alert occlusion. The unit failed to alert check clutch as expected when the unit failed the occlusion test. There was no patient injury or treatment associated with this event.